Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with loss of capture (loc). The patient was ill, as reported. The physician sent the patient for chest x-ray. Additional information indicated that the chest x-ray appeared to be normal. The lv lead was turned off and there was no present plan for this patient. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the system was already explanted. No additional adverse patient effects were reported.